Manufacturer narrative:
Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications. A bci field service engineer (fse) was dispatched on (B)(4) 2011 and inspected the instrument. The fse found no issues. On (B)(6) 2011, the customer experienced another qc outlier on the level 1 bhcg qc. Service decided to return the instrument to the manufacturing site and replace it with a new instrument as the solution to this issue. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining multiple bhcg (beta - human chorionic gonadotropin) results and other assay qc outliers for an undetermined amount of time that were generated by the access 2 immunoassay system. Per the customer, the fliers appear to be random and are typically outside of the 2 or 3 standard deviation (sd) of the mean. It is unknown at this time if any patient results were affected by this issue. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.